Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. During the procedure, once the sheath was placed inside the patient femoral vein and flushed, the fluid leak was noted ay the valve entry. Attempt was made to flush the sheath itself to see if the valve could be sealed, but no outcome. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities was noted during preparation. No air in the patient nor any air was noted in the sheath. Pressure bag irrigation method was used. A slow drip few drop of blood were noted after the physician placed the sheath in the body and noticed blood coming out of the valve on the back of the faradrive sheath.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak testing as the device could not maintain pressure within the sheath, leaking occurred, and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the outer face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. During the procedure, once the sheath was placed inside the patient femoral vein and flushed, the fluid leak was noted ay the valve entry. Attempt was made to flush the sheath itself to see if the valve could be sealed, but no outcome. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities was noted during preparation. No air in the patient nor any air was noted in the sheath. Pressure bag irrigation method was used. A slow drip few drop of blood were noted after the physician placed the sheath in the body and noticed blood coming out of the valve on the back of the faradrive sheath.